Event description:
Customer reported experiencing high blood glucose readings of 458 mg/dl. Customer has treated with a bolus and the current blood glucose readings were 376 mg/dl. Customer also mentioned that she has air bubbles in the tubing. Troubleshooting was performed and the settings appeared to be normal. It was noted that the date did not change and the customer had to manually change it. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.